Event description:
While onsite to perform preventive maintenance on the ventilator, the manufacturer's service technician reported the device was restarting and displaying an inhalation autozero test failure during power on self test. The customer did not report the occurrence during any previous usage. There was no patient harm reported. An autozeroing failure may affect the accuracy of the system pressure measurement, therefore this event would be likely to cause or contribute to a death or serious injury if an autozeroing failure were to recur while in use on a patient. The service technician replaced the sensor pcb board to correct the finding. Applicable final testing was completed and the ventilator passed per operating specifications.